Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that it was explained to them that the aligner treatment will not fix their issues. They have not used the aligners in sometime and they have gum disease and other things. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.